Manufacturer narrative:
TVT REGISTRY EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q2 2017 TOTAL NUMBER OF EVENTS BEING SUMMARIZED: 759 UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION, LOCATION WHERE THE EVENTS OCCURRED OR THE SPECIFIC DATES OF THE EVENTS. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC OR THE FDA MAUDE DATABASE, OR IF ANY DEVICES WERE EXPLANTED AND RETURNED TO MEDTRONIC FOR ANALYSIS. THE LISTED EVENT DATE IS THE FIRST DAY OF THE REGISTRY'S REPORTING PERIOD FOR DISCHARGED PATIENTS AND PATIENT FOLLOW-UPS. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
MEDTRONIC RECEIVED INFORMATION REGARDING PATIENT/DEVICE EVENTS VIA A THIRD-PARTY POST-IMPLANT DEVICE REGISTRY (THE SOCIETY OF THORACIC SURGEONS/AMERICAN COLLEGE OF CARDIOLOGY TRANSCATHETER VALVE THERAPY REGISTRY). THE INFORMATION IN THIS REPORT WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT, AND HAS BEEN ORGANIZED INTO SUMMARIES OF OBSERVATIONS RELATED TO PATIENT SERIOUS INJURIES.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
CORRECTION: THE INITIAL MEDWATCH MARKER REPORT INCORRECTLY NOTED "QUARTERLY REPORTING PERIOD" Q2 2017. THE CORRECT QUARTERLY REPORTING PERIOD FOR THAT DATA WAS Q4 2017. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;702197043-28924-20,I,SI,16,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-1094689-20,I,SI,16,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-1094689-20,S,SI,,,,;702197043-1182226-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-1182226-20,S,,,,,;702197043-1314156-20,I,SI,257,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-2090001-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-2425957-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-2433770-20,I,SI,288,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702197043-2475587-20,I,SI,13,CoreValve System; TAV,MCS-P3-31-AOA-US,C62917;702197043-2743871-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-2856651-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-2956408-20,I,SI,17,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702197043-2962029-20,I,SI,1,CoreValve System;TAV,MCS-P3-29-AOA,C76126;702197043-2962995-20,I,SI,2,CoreValve System;TAV,MCS-P3-31-AOA,C76126;702197043-2974004-20,I,SI,5,CoreValve System;TAV,MCS-P3-29-AOA,C76126;702197043-2981318-20,I,SI,4,CoreValve System;TAV,MCS-P3-31-AOA,C76126;702197043-2981318-20,S,,,,,;702197043-2984692-20,I,SI,6,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702197043-2990772-20,I,SI,1,CoreValve System;TAV,MCS-P3-31-AOA,C76126;702197043-2993226-20,I,SI,3,CoreValve System;TAV,MCS-P3-31-AOA,C76126;702197043-2994074-20,I,SI,119,CoreValve System;TAV,MCS-P3-26-AOA,C64343;C53269 ;702197043-2998546-20,I,SI,4,CoreValve System;TAV,MCS-P3-29-AOA,C76126;702197043-3012557-20,I,SI,27,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3029950-20,I,SI,0,CoreValve System;TAV,MCS-P3-29-AOA,C64343;C53269 ;702197043-3042367-20,I,SI,15,CoreValve System;TAV,MCS-P3-26-AOA,C53269;702197043-3053377-20,I,SI,0,CoreValve System;TAV,MCS-P3-29-AOA,C53269;C76126;702197043-3066092-20,I,SI,0,CoreValve System;TAV,MCS-P3-29-AOA,C64343;C53269 ;702197043-3079245-20,I,SI,3,CoreValve System;TAV,MCS-P3-31-AOA,C76126;702197043-3081771-20,I,SI,1,CoreValve System;TAV,MCS-P3-31-AOA,C76126;702197043-3092849-20,I,SI,16,CoreValve System;TAV,MCS-P3-31-AOA,C76126;702197043-3098929-20,I,SI,4,CoreValve System;TAV,MCS-P3-29-AOA,C76126;702197043-3100174-20,I,SI,9,CoreValve System;TAV,MCS-P3-31-AOA,C76126;702197043-3114939-20,I,SI,0,CoreValve System;DCS,DCS-C4-18FR,C53269;702197043-3114939-20,S,SI,,,,;702197043-3117999-20,I,SI,11,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702197043-3132997-20,I,SI,6,CoreValve System;TAV,MCS-P3-29-AOA,C76126;702197043-3138693-20,I,SI,3,CoreValve System;TAV,MCS-P3-29-AOA,C76126;702197043-3147582-20,I,SI,4,CoreValve System;TAV,MCS-P3-29-AOA,C76126;702197043-3162802-20,I,SI,7,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702197043-3166353-20,I,SI,0,CoreValve System;TAV,MCS-P3-31-AOA,C64343;C53269 ;702197043-3168572-20,I,SI,0,CoreValve System;TAV,MCS-P3-29-AOA,C76126;702197043-3193121-20,I,SI,0,CoreValve System;TAV,MCS-P3-26-AOA,C76126;C53269;702197043-3201369-20,I,SI,2,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702197043-3208361-20,I,SI,0,CoreValve System;TAV,MCS-P3-26-AOA,C53269;702197043-3212957-20,I,SI,0,CoreValve System;DCS,DCS-C4-18FR,C53269;702197043-3212957-20,S,SI,,,,;702197043-3213373-20,I,SI,11,CoreValve System;TAV,MCS-P3-29-AOA,C76126;702197043-3219032-20,I,SI,1,CoreValve System;TAV,MCS-P3-26-AOA,C53269;702197043-3219172-20,I,SI,1,CoreValve System;TAV,MCS-P3-29-AOA,C76126;702197043-3225274-20,I,SI,195,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3231136-20,I,SI,57,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3253380-20,I,SI,34,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702197043-3253504-20,I,SI,3,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702197043-3270649-20,I,SI,3,CoreValve System;TAV,MCS-P3-26-AOA,C76126;702197043-3292355-20,I,SI,0,CoreValve System;TAV,MCS-P3-26-AOA,C53269;702197043-3324425-20,I,SI,724,CoreValve System;TAV,MCS-P3-29-AOA,C76126;702197043-3324425-20,S,,,,,;702197043-3339393-20,I,SI,5,CoreValve System;TAV,MCS-P3-26-AOA,C76126;702197043-3354669-20,I,SI,49,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3387300-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3411344-20,I,SI,12,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702197043-3466108-20,I,SI,16,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702197043-3467420-20,I,SI,0,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3474086-20,I,SI,161,CoreValve System;TAV,MCS-P3-26-AOA,C53269;702197043-3474086-20,S,SI,,,,;702197043-3475716-20,I,SI,252,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3475716-20,S,SI,,,,;702197043-3481395-20,I,SI,11,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702197043-3484005-20,I,SI,334,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3484970-20,I,SI,0,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702197043-3484970-20,S,SI,,,,;702197043-3485032-20,I,SI,0,CoreValve System;TAV,MCS-P3-31-AOA,C76126;702197043-3490196-20,I,SI,0,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702197043-3493083-20,I,SI,427,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3493573-20,I,SI,3,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702197043-3493883-20,I,SI,0,CoreValve System;TAV,MCS-P3-26-AOA,C64343;C53269 ;702197043-3497994-20,I,SI,2,CoreValve System;TAV,MCS-P3-29-AOA,C53269;702197043-3497994-20,S,SI,,,,;702197043-3503011-20,I,SI,0,CoreValve System;TAV,MCS-P3-29-AOA,C64343;C53269 ;702197043-3503011-20,S,SI,,,,;702197043-3510611-20,I,SI,299,CoreValve System; TAV,MCS-P3-31-AOA-US,C76126;702197043-3523312-20,I,SI,39,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-3523312-20,S,,,,,;702197043-3526323-20,I,SI,313,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3526323-20,S,SI,,,,;702197043-3550304-20,I,SI,11,CoreValve System; TAV,MCS-P4-23-AOA-US,C53269;702197043-3562567-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3571802-20,I,SI,16,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702197043-3571802-20,S,SI,,,,;702197043-3586659-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3586766-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-3587946-20,I,SI,397,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3590781-20,I,SI,1,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702197043-3591339-20,I,SI,85,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3595236-20,I,SI,144,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702197043-3629395-20,I,SI,260,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-3635161-20,I,SI,246,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3644910-20,I,SI,264,CoreValve System; TAV,MCS-P3-31-AOA-US,C76126;702197043-3648000-20,I,SI,200,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3660018-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-3676761-20,I,SI,384,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3680208-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3680245-20,I,SI,266,CoreValve System; TAV,MCS-P3-31-AOA-US,C76126;702197043-3686899-20,I,SI,93,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3689097-20,I,SI,15,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702197043-3692769-20,I,SI,399,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3698033-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3698614-20,I,SI,6,CoreValve System; TAV,MCS-P3-31-AOA-US,C76126;702197043-3699091-20,I,SI,110,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3700621-20,I,SI,138,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3700781-20,I,SI,239,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-3701504-20,I,SI,1,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3705796-20,I,SI,109,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3706112-20,I,SI,100,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3706380-20,I,SI,317,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3710498-20,I,SI,380,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3712687-20,I,SI,48,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702197043-3712708-20,I,SI,255,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3713641-20,I,SI,80,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3719388-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-3725548-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-3725978-20,I,SI,20,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3727131-20,I,SI,270,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3728015-20,I,SI,65,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3730372-20,I,SI,375,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3731431-20,I,SI,130,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3734829-20,I,SI,42,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-3734880-20,I,SI,327,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3735730-20,I,SI,83,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-3740606-20,I,SI,15,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3741372-20,I,SI,337,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3743576-20,I,SI,399,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-3745894-20,I,SI,110,CoreValve System; TAV,MCS-P3-31-AOA-US,C76126;702197043-3751042-20,I,SI,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-3751377-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269 ;702197043-3753958-20,I,SI,360,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3753959-20,I,SI,217,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3755730-20,I,SI,125,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3756112-20,I,SI,79,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3760267-20,I,SI,172,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3764805-20,I,SI,81,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3769423-20,I,SI,168,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3771581-20,I,SI,247,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3774016-20,I,SI,336,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3774756-20,I,SI,82,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3775562-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3776014-20,I,SI,5,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702197043-3776392-20,I,SI,380,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3777968-20,I,SI,201,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3778826-20,I,SI,209,CoreValve System; TAV,MCS-P3-31-AOA-US,C76126;702197043-3778928-20,I,SI,66,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-3780730-20,I,SI,200,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3782022-20,I,SI,88,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3783909-20,I,SI,0,CoreValve System; TAV,MCS-P3-26-AOA-US,C62814;C53269;702197043-3783962-20,I,SI,63,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-3784220-20,I,SI,133,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3784397-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3784893-20,I,SI,183,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3785123-20,I,SI,73,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3786379-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3786662-20,I,SI,308,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-3787439-20,I,SI,239,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3788184-20,I,SI,308,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3788342-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-3788449-20,I,SI,356,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3788805-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-3791862-20,I,SI,391,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3792230-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-3792577-20,I,SI,0,CoreValve System;TAV,MCS-P3-29-AOA,C53269 ;702197043-3792788-20,I,SI,282,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3793733-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-3794001-20,I,SI,65,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-3794607-20,I,SI,103,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3794637-20,I,SI,79,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3795621-20,I,SI,426,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702197043-3795686-20,I,SI,132,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3798008-20,I,SI,280,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3799503-20,I,SI,303,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3799997-20,I,SI,193,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-3802256-20,I,SI,303,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3803102-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-3804402-20,I,SI,36,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3804727-20,I,SI,97,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3812841-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702197043-3816029-20,I,SI,141,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3817212-20,I,SI,229,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-3817212-20,S,SI,,,,;702197043-3823506-20,I,SI,361,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-3844249-20,I,SI,296,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3846727-20,I,SI,181,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-3848010-20,I,SI,94,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3850685-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-3857195-20,I,SI,3,CoreValve System; TAV,MCS-P3-31-AOA-US,C76126;702197043-3869522-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C62814;702197043-3887917-20,I,SI,273,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3888488-20,I,SI,3,CoreValve System; TAV,MCS-P3-26-AOA-US,C76126;702197043-3895772-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-3898414-20,I,SI,334,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3900388-20,I,SI,0,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-3904814-20,I,SI,225,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3905530-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3906798-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3910406-20,I,SI,51,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3912176-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-3912377-20,I,SI,9,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3918425-20,I,SI,320,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3918425-20-1,S,SI,315,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3937419-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-3948219-20,I,SI,343,CoreValve System; TAV,MCS-P3-31-AOA-US,C76126;702197043-3948988-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3951207-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C76126;702197043-3955629-20,I,SI,57,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-3964755-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-3966040-20,I,SI,165,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-3982869-20,I,SI,8,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-3991020-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-3998945-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4001931-20,I,SI,22,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4012245-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4013846-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4013846-20,S,,,,,;702197043-4015303-20,I,SI,2,CoreValve System; TAV,MCS-P3-31-AOA-US,C76126;702197043-4019991-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4021155-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4021472-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4021657-20,I,SI,24,CoreValve System; TAV,MCS-P4-23-AOA-US,C53269;702197043-4021657-20,S,,,,,;702197043-4023712-20,I,SI,0,CoreValve System; TAV,MCS-P3-31-AOA-US,C62814;C53269;702197043-4023741-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4025129-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4028492-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4028492-20,S,,,,,;702197043-4031451-20,I,SI,43,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C76126;702197043-4036740-20,I,SI,6,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702197043-4042691-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4043625-20,I,SI,2,CoreValve System; TAV,MCS-P3-31-AOA-US,C76126;702197043-4045904-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4046973-20,I,SI,1,CoreValve System; TAV,MCS-P3-31-AOA-US,C76126;702197043-4051601-20,I,SI,5,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-4051601-20,S,SI,,,,;702197043-4053522-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4054916-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269 ;702197043-4055597-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4056014-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4058049-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4059943-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4062182-20,I,SI,0,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-4062251-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4062642-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4063736-20,I,SI,0,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702197043-4069966-20,I,SI,1,CoreValve System; TAV,MCS-P3-31-AOA-US,C76126;702197043-4070384-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4075794-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;C53269;702197043-4075794-20,S,SI,,,,;702197043-4076499-20,I,SI,0,CoreValve System; TAV,MCS-P4-23-AOA-US,C53269;702197043-4076716-20,I,SI,0,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;C76126;702197043-4078417-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4082790-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4087010-20,I,SI,11,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4088619-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4090914-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4093166-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C62814;702197043-4093603-20,I,SI,28,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4094611-20,I,SI,0,CoreValve System; TAV,MCS-P4-23-AOA-US,C64343;C53269 ;702197043-4095636-20,I,SI,20,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4095842-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4096606-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4096655-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C62814;C53269;702197043-4097723-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4098567-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4098567-20,S,SI,,,,;702197043-4098650-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4098741-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4100907-20,I,SI,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4103894-20,I,SI,2,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702197043-4106671-20,I,SI,63,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4106671-20,S,,,,,;702197043-4107700-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4107987-20,I,SI,4,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702197043-4108182-20,I,SI,34,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-4108959-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4111881-20,I,SI,2,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702197043-4112124-20,I,SI,30,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4113092-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4115523-20,I,SI,34,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-4117277-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4119751-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4122077-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4122233-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4122233-20,S,SI,,,,;702197043-4125927-20,I,SI,12,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4125927-20,S,SI,,,,;702197043-4128199-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4128224-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4129066-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4129471-20,I,SI,49,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4133564-20,I,SI,61,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4134153-20,I,SI,1,CoreValve System; TAV,MCS-P3-31-AOA-US,C76126;702197043-4134153-20,S,SI,,,,;702197043-4137356-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4139263-20,I,SI,9,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4139526-20,I,SI,18,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4141697-20,I,SI,38,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C76126;702197043-4143148-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4143169-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4144459-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4145109-20,I,SI,15,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4145198-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4146366-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4146380-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4146380-20,S,SI,,,,;702197043-4149192-20,I,SI,24,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4149715-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702197043-4149834-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4150284-20,I,SI,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4150379-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4150475-20,I,SI,36,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4150539-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4150794-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4151163-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4151168-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4151265-20,I,SI,27,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4151520-20,I,SI,1,CoreValve System; TAV,MCS-P3-31-AOA-US,C76126;702197043-4151990-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4152020-20,I,SI,30,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4152145-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4152292-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C62814;C53269;702197043-4152308-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4152580-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4153094-20,I,SI,18,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4153139-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4153139-20,S,SI,,,,;702197043-4153208-20,I,SI,1,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-4153208-20,S,SI,,,,;702197043-4153227-20,I,SI,9,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4153227-20,S,SI,,,,;702197043-4153407-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4153455-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269 ;702197043-4153845-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4154500-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4154544-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4154605-20,I,SI,1,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-4154689-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4155166-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4155264-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4155620-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269 ;702197043-4156431-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4156529-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4156750-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4156827-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4156861-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4156890-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4156974-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4157003-20,I,SI,17,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4157213-20,I,SI,20,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C64343;C53269 ;702197043-4158512-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4158718-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269 ;702197043-4158868-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4159124-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4159337-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4159553-20,I,SI,23,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4159630-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4159690-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4159929-20,I,SI,0,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;C76126;702197043-4159986-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4160630-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4160656-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4160656-20,S,SI,,,,;702197043-4160675-20,I,SI,1,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-4160675-20-1,S,SI,0,CoreValve System; TAV,MCS-P3-31-AOA-US,C62814 ;702197043-4161102-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4161131-20,I,SI,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269 ;702197043-4161201-20,I,SI,0,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-4161247-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4161534-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4162142-20,I,SI,0,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702197043-4162690-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4162745-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4162991-20,I,SI,37,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4163068-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C76126;702197043-4163419-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4163583-20,I,SI,0,CoreValve System; TAV,MCS-P3-26-AOA-US,C76126;C53269;702197043-4164034-20,I,SI,43,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4164345-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4164349-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4164474-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4164974-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4165076-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C76126;702197043-4165633-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4166005-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4166088-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4166112-20,I,SI,3,CoreValve System;TAV,MCS-P3-31-AOA,C76126;702197043-4166196-20,I,SI,18,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4166589-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4166790-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4167352-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4167355-20,I,SI,34,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4167355-20,S,SI,,,,;702197043-4167413-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4167695-20,I,SI,138,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-4167805-20,I,SI,1,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702197043-4168130-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4168955-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4169109-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4169248-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4169339-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269 ;702197043-4169397-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4169909-20,I,SI,3,CoreValve System; TAV,MCS-P4-23-AOA-US,C53269;702197043-4169921-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4170110-20,I,SI,4,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702197043-4170449-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4170749-20,I,SI,2,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702197043-4170781-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4171111-20,I,SI,12,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4171412-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4171733-20,I,SI,16,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4172005-20,I,SI,14,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4172177-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702197043-4172585-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4172811-20,I,SI,8,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4172811-20,S,SI,,,,;702197043-4172988-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702197043-4173417-20,I,SI,21,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4173695-20,I,SI,13,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;C53269;702197043-4173769-20,I,SI,1,CoreValve System; TAV,MCS-P3-31-AOA-US,C76126;702197043-4173853-20,I,SI,15,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4173955-20,I,SI,0,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702197043-4174210-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4175015-20,I,SI,17,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4175078-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4175142-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4175229-20,I,SI,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4175284-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C62814;702197043-4175657-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4176036-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4176143-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4176368-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4176442-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C76126;702197043-4176778-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4176788-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4177313-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4177417-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4177645-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4177755-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269 ;702197043-4177780-20,I,SI,0,CoreValve System; TAV,MCS-P3-31-AOA-US,C76126;702197043-4177801-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4178133-20,I,SI,8,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4178667-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4178667-20,S,,,,,;702197043-4178706-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4178808-20,I,SI,5,CoreValve System; TAV,MCS-P4-23-AOA-US,C76126;702197043-4179032-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4179111-20,I,SI,10,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269 ;702197043-4179208-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4179464-20,I,SI,8,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4179712-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4179823-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4180415-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4180415-20,S,,,,,;702197043-4180420-20,I,SI,13,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4180446-20,I,SI,0,CoreValve System;TAV,MCS-P3-26-AOA,C53269;702197043-4180633-20,I,SI,21,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4180714-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4181108-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4181220-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C76126;702197043-4181243-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4181243-20,S,,,,,;702197043-4181247-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4181498-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C76126;702197043-4182313-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C62814;702197043-4182811-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4182829-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4183111-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C64343;C53269 ;702197043-4183203-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4183260-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269 ;702197043-4183586-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4183762-20,I,SI,8,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C76126;702197043-4183874-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4184780-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4184916-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4185101-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4185445-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;C53269;702197043-4185458-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4185458-20,S,,,,,;702197043-4185582-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4185771-20,I,SI,32,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4186035-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4186181-20,I,SI,0,CoreValve System;TAV,MCS-P3-31-AOA,C53269;702197043-4186560-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269 ;702197043-4186653-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4186957-20,I,SI,20,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4188019-20,I,SI,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4188633-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4189572-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4189774-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269 ;702197043-4189990-20,I,SI,0,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-4190651-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4190762-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4191076-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4191119-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4191335-20,I,SI,9,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4191795-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4191928-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4192207-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4192258-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4192428-20,I,SI,14,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4192973-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4193105-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4193124-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269 ;702197043-4193643-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4193942-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C76126;702197043-4193987-20,I,SI,1,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702197043-4194031-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4194096-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4194339-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;C76126;702197043-4194669-20,I,SI,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269 ;702197043-4194782-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4194853-20,I,SI,0,CoreValve System; TAV,MCS-P3-26-AOA-US,C76126;702197043-4195052-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4195171-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269 ;702197043-4195251-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4195252-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4195281-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4195397-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C76126;702197043-4195682-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4195789-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4195789-20,S,,,,,;702197043-4196011-20,I,SI,11,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C64343;C53269 ;702197043-4196154-20,I,SI,1,CoreValve System; TAV,MCS-P3-31-AOA-US,C76126;702197043-4196353-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C76126 ;702197043-4196464-20,I,SI,10,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4196661-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4197172-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4198217-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4198914-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4198924-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4198957-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;C53269;702197043-4199931-20,I,SI,52,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4200140-20,I,SI,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C76126;702197043-4200197-20,I,SI,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4200475-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4200475-20,S,,,,,;702197043-4200728-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4201167-20,I,SI,51,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4201824-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4201855-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4202038-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4202078-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4202562-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4202646-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4202665-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4202835-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4203291-20,I,SI,1,CoreValve System; TAV,MCS-P3-26-AOA-US,C76126;702197043-4203660-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4203733-20,I,SI,26,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4203960-20,I,SI,6,CoreValve System;TAV,MCS-P3-31-AOA,C76126;702197043-4204004-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4204141-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269 ;702197043-4204165-20,I,SI,47,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4204203-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4204225-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4204295-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4204370-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4205064-20,I,SI,36,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;C53269;702197043-4205673-20,I,SI,0,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-4205897-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4205934-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4206360-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4206360-20,S,SI,,,,;702197043-4206410-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C64343;C53269 ;702197043-4206583-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4206583-20,S,SI,,,,;702197043-4207010-20,I,SI,12,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4207364-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4207521-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C76126;C62814;702197043-4208053-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4208246-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4208312-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4208745-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4209273-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4209394-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4209394-20,S,SI,,,,;702197043-4209817-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4209863-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4209974-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4210031-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4210031-20,S,,,,,;702197043-4210478-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4210729-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4211239-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;C53269;702197043-4211239-20,S,SI,,,,;702197043-4211310-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4212541-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4212866-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4213273-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4213395-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4213419-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269 ;702197043-4213586-20,I,SI,17,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4213608-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4213713-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4214144-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4214251-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4214522-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269 ;702197043-4214559-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4215161-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4215310-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4215555-20,I,SI,0,CoreValve System; TAV,MCS-P3-31-AOA-US,C53269;702197043-4216225-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4216461-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4217273-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4217317-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4217546-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4217775-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4217799-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4218046-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4218548-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702197043-4218854-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4219311-20,I,SI,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;C76126;702197043-4219652-20,I,SI,0,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;702197043-4219742-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4220010-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4220039-20,I,SI,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4220138-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4220272-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269 ;702197043-4220381-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4220592-20,I,SI,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4220609-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C64343;C53269 ;702197043-4220616-20,I,SI,12,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4220638-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702197043-4220847-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4221156-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4221170-20,I,SI,8,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4221176-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C64343;C53269 ;702197043-4221176-20-1,S,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4221226-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4221402-20,I,SI,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702197043-4221593-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4221848-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4221970-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269 ;702197043-4222129-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4222538-20,I,SI,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4223252-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4223280-20,I,SI,0,CoreValve System; TAV,MCS-P3-29-AOA-US,C53269;C76126;702197043-4223378-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;C53269;702197043-4223391-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4223555-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4223703-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4223924-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4223995-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C64343;C53269 ;702197043-4224085-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;C53269;702197043-4224103-20,I,SI,29,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4224266-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4224700-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4225045-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4225142-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4225199-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4225753-20,I,SI,2,CoreValve System; TAV,MCS-P4-23-AOA-US,C76126;702197043-4225802-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4225873-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C76126;702197043-4226114-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4226402-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4226517-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4226868-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4226888-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4226888-20,S,SI,,,,;702197043-4226892-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4226972-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4227336-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4227631-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4227871-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4227897-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4228212-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4229238-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4229386-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4229862-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C64343;C53269 ;702197043-4230036-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4230093-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4230105-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4230116-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4230215-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4230469-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;C53269;702197043-4230506-20,I,SI,16,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4230968-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4231052-20,I,SI,11,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4231264-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4231288-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4231583-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4231894-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4232311-20,I,SI,0,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;C76126;702197043-4232343-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4232629-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269 ;702197043-4232667-20,I,SI,0,CoreValve System; TAV,MCS-P3-31-AOA-US,C64343;C53269 ;702197043-4232934-20,I,SI,13,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4232992-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4233108-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4233274-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4233445-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C76126;702197043-4233575-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4233775-20,I,SI,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4234054-20,I,SI,0,EnVeo TM R Delivery Catheter System,ENVEOR-US,C53269;702197043-4234076-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4234435-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4234455-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269 ;702197043-4234975-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4235108-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4236663-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269 ;702197043-4236792-20,I,SI,0,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702197043-4236959-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4237162-20,I,SI,5,CoreValve System; TAV,MCS-P3-26-AOA-US,C76126;702197043-4237255-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4237270-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4237517-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4237585-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4237635-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4237654-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;C53269;702197043-4237715-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4238701-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4238819-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4239148-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4239294-20,I,SI,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4239338-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;C53269;702197043-4239513-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4239601-20,I,SI,5,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702197043-4239925-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4241099-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4241370-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4241411-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4241420-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C64343;C53269 ;702197043-4241604-20,I,SI,4,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702197043-4242477-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702197043-4242481-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4242874-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C64343;C53269 ;702197043-4242950-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4243041-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4243323-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4243753-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4243842-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4243996-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4244433-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4244514-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4244786-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4244968-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4245203-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4245289-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4245409-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4245559-20,I,SI,3,CoreValve System; TAV,MCS-P3-29-AOA-US,C76126;702197043-4245744-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4245755-20,I,SI,50,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C76126;702197043-4245976-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4246029-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4246177-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4246201-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702197043-4246430-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4246440-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4246443-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4246645-20,I,SI,2,CoreValve System; TAV,MCS-P3-29-AOA-US,C64343;C53269 ;702197043-4246800-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4246855-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C64343;C53269 ;702197043-4247242-20,I,SI,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4247412-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4247641-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4247749-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4248136-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4248621-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4248865-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C62814;702197043-4248865-20,S,,,,,;702197043-4249025-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4249083-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4249375-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4249375-20,S,,,,,;702197043-4249387-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4249387-20,S,,,,,;702197043-4249558-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;C76126;702197043-4249848-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4249882-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C64343;C53269 ;702197043-4249927-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4249954-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4250369-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;C53269;702197043-4250699-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269 ;702197043-4250760-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4250783-20,I,SI,9,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4251665-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;C76126;702197043-4251679-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C76126;702197043-4251952-20,I,SI,5,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;702197043-4252172-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4252172-20,S,SI,,,,;702197043-4253380-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4253462-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4253574-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4253608-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;702197043-4253608-20,S,SI,,,,;702197043-4253766-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702197043-4253834-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C64343;C53269 ;702197043-4253834-20,S,,,,,;702197043-4253885-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4253929-20,I,SI,23,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4253929-20,S,,,,,;702197043-4253986-20,I,SI,14,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4254232-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4254352-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;702197043-4254362-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C76126;702197043-4254431-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C64343;C53269 ;702197043-4255502-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4255644-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;702197043-4256434-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;702197043-4256510-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4256954-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;702197043-4257424-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;702197043-4258104-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.